Manufacturer narrative:
A beckman coulter field application specialist went on site and noticed the issue was occurring only with auto-repeat sample with g flag. The auto-repeat setting were checked and it was noticed the settings were incorrect. The application specialist modified and validated to ensure negative sample results and the reruns has been checked by the laboratory technician. No further issue has been reported. (B)(6).

Event description:
On the (B)(6) 2018 a (B)(6) patient arrived at the emergency room of the customer¿s hospital with a cutaneous manifestation. It was unknown if the cutaneous manifestation was due to a simple secondary reaction to the administration of a vaccine or a sign of a serious condition. The au5800 clinical chemistry analyzer initially generated a low procalcitonin (pct) result which was flagged as being lower than the dynamic range of the instrument. The instrument automatically repeated the sample with a false high pct result. The high result was reported out of the lab. The patient was started on an antibiotic (cefotaxime). The patient was sent to another hospital and a new analysis was performed with negative result.